Manufacturer narrative:
The review of the DHR (lot g500dx160330a) indicated that the device lot met all established performance criteria prior to shipment. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, there is no reported indication that the device did not function as intended as the device was inserted and deployed, final hemostasis was achieved at the access. It should also be noted that hematomas are known complications of endovascular procedures or vascular closure.

Event description:
Angiography was used to determine vessel size and position for closure device. The doctor inserted a 5 fr vascade into the left groin thru a 5 fr sheath. The disk was opened and sheath was removed. The black sleeve was unlocked and retracted. A swell time of 15 seconds was used and the collagen was deployed. Five minutes of pressure was held. A raise in tissue was noticed however staff was unclear if it was a hematoma because it was so soft. A decision to hold an additional couple of minutes was made. Following the extra time the same outcome was seen. A decision to bandage with clear tegaderm was made, the patient was moved on to a stretcher and moved to holding room. In the holding room a large hematoma was seen -approx 8 inches in length. The hematoma was distal and medial to the access site. Additional pressure was performed by two staff members and after thirty minutes with minimal results a femstop was used to hold the access site while pressure was held on the hematoma. The patient complained of pain and fentanyl was given. The patient was finally stable enough to go to her room approx 1-2 hours later and while in the room a hgb was ordered. The hgb was 8.9 and 2 units of blood were ordered and given. The cardiva representative followed up on the patient at 4pm and 11 pm and she was quiet and resting well. The left leg was bruised and still painful to the touch but there was no need for pressure and the femstop was discontinued prior to the 4 pm visit to the room.